Event description:
Oscor rx58tbv ventricular lead displayed a gradual decline in bipolar resistance from predominantly 900-1077 ohms the first and second years post implant. Through-out 1995 the resistance measured from 642-808 ohms, with excellent stable capture thresholds, but sensing threshold was deteriorating. From 02-08-96 the resistance further dropped from 693 ohms to 528 ohms on 09/26/96 with no further change in performance. On 01/17/97 481 ohms were measured, and on 5/2/97 449 ohms. The performance remained stable. The lead failed on 9/4/97 with total non-capture and a bipolar resistance of 180 ohms. The lead was surgically replaced on 9/9/97 due to bipolar insulation failure.